Event description:
Reporter indicated a vns patient was interrogated and found to be set to 0ma. The patient was asymptomatic and was successfully reprogrammed to the appropriate settings. The reporter stated he is not sure if a final vns interrogation was done at the patient's last visit six months prior. Attempts for programming history to establish if a programming anomaly occurred are in progress.